Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that lead diagnostics revealed high impedances on most contacts. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken to have the scs lead explanted and replaced ( due to high impedance issue). Satisfactory coverage was achieved post-operatively.